Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to the be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that there was an alleged inaccuracy during the procedure. A spin was taken and the surgeon felt off by a couple of mm, the direction was not clear. The passive planar probe was accurate on the reference frame and screws but felt off on bone. Navigation was aborted and a c-arm was brought in for the procedure. Less than 10 minute delay.